Event description:
It was reported that the impedance dropped and threshold increased. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.